Manufacturer narrative:
Investigation findings: in 2015, a series complaints that reported the adult emt select cervical collars breaking at the plastic piece under the chin (picture 1 - red ellipse marks the spot). This piece is molded and made from polypropylene resin. A CAPA investigation was initiated to look into root cause of the reported malfunction. The investigation team was unable to reproduce the reported failure by either modifying molding variables or manual handling of the collars, it was concluded that user error is the likely root cause. The end user applying the collars were not handling the product as intended. When applied as directed, investigators were unable to induce malfunction. However, malfunction could eventually be induced if the collar was bent or rolled tightly enough. This type of handling is not consistent with the instructions. In order to mitigate this, the polypropylene (pp) resin used for the molded white chin piece was changed to increase the strength of this part. The first lot of our adult emt select cervical collars that incorporated this change was manufactured on 01/27/2016. For current complaint being addressed, the correct lot number was not provided. This means we are unable to track the corresponding sample to determine date of manufacture and therefore whether this was made before or after 01/27/2016. However, we believe this collar was made before the change was implemented. This is the first complaint received for part number 1044-31 after the pp resin change was implemented. As the new lots of our modified emt select extrication collars go out into the market, deroyal continues to monitor trends for these failure types and will recognize if it becomes a recurring issue. (B)(4). Root cause: investigators concluded that user error is the likely root cause. The user not handling the collar as intended. When applied as directed, investigators were unable to induce malfunction. However, malfunction could eventually be induced if the collar was bent or rolled tightly enough. This type of handling is not consistent with the instructions. Related mdrs: these mdrs were filed for complaints submitted before the manufacturing change was implemented: 3006851902-2016-00001 (mw5058809), 3006851902-2016-00002, 3006851902-2016-00003, 3006851902-2016-00004. Corrective action: the polypropylene (pp) resin used for the molded white chin piece was changed to increase the strength of this part. The lot of our emt select extrication collars that incorporate this change was manufactured on 01/27/2016. Preventive action: a preventive action is not needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? Before use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: cracked under chin. How was the quality issue was identified? By visual inspection. How was the product being used? Was not. Was it the initial use of the product? Yes. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: none. Person(s) affected by outcome(s) checked above: none. Known pre-existing condition(s) of person(s) affected: none specified. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: n/a.